Event description:
It was reported that the universal oscillating saw attachment did not have all fastening teeth (pins). There was no patient harm reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.